Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient seen in clinic on (B)(6) 2016 reported that he was experiencing "switching events" with (B)(4). He reported that when this particular battery was attached to the controller the controller would not recognize battery and would switch to other power source. The patient demonstrated appropriate connections with proper technique. Both power source sides were tested on the controller with this particular battery and the same result was found. Log files sent on (B)(6) 2016. The battery was replaced. There was no impact to the patient.

Manufacturer narrative:
Battery bat310343 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Log file analysis revealed several power switching events for the returned battery bat310343 where the capacity was well over the 25% rsoc. Also, at the date of event of (B)(6) 2016 there are couple events that the communication corrupted and the controller can't read the battery ID while the capacity was above 60%. Also, there were events recorded where the battery's ID shows 0 (zero) but the capacity was normal. The reported event could not be duplicated at the bench level. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address power switching with communication error. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.